Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The insert did not fit into the tibial tray. Another insert (same ref) was available and was inserted without any issue.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed damage consistent with unsuccessful attempts to mate the tibial insert and tray. The root cause, however, cannot be definitively determined with the information provided. A complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.